Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported ¿capsular contracture baker grade IV¿. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: ¿capsular contracture baker grade IV¿. The reported event or events are physiological complications (capsular contracture baker grade IV), and device analysis typically does not help allergan determine the cause.